Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens failed to inject. A back-up lens was prepared for use and the back-up lens also failed to inject (see FDA MDR 3012304651-2024-00148). The patient was left without a lens and a new surgery has been scheduled for a later date. There is insufficient evidence and information available currently, additional information has been sought from the healthcare facility to facilitate further investigation of the event.

Event description:
On 27th june 2024, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone emv toric rao210t. The event description provided states that the lens failed to inject.